Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump would alarm a motor error alarm when the reservoir was empty. Customer's blood glucose was unknown. Customer was hospitalized for high blood glucose. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor; unable to complete functional test due to prime anomaly. No motor error alarm noted and motor was tested outside the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self test, a21 error test, displacement test, rewind, basic occlusion, occlusion and excessive no delivery alarm test. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, missing the end cap sticker and peeling address serial number label.